Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information there was no reported product deficiency. Myocardial infarction (mi) is a known as adverse event of coronary stenting in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the subject was randomized into the platinum wh study on (B)(6) 2009. The target lesion was located in the mid rca and was 70 % stenosed. The target lesion was treated with pre-dilatation, and placement of a 3.50 x 18/20 mm study stent, after which post-dilatation was performed with 0% residual stenosis. A non-target lesion in the mid lad was treated with balloon angioplasty and placement of a 2.75 x 28 mm xience v drug eluting stent during the index procedure. Post procedure cardiac enzymes on (B)(6) 2009 were consistent with a non q-wave myocardial infarction (mi). There was no reported treatment for the mi. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided.